Event description:
Additional information received indicated that the cause of the patient's discomfort was unknown. Since the surgery date is unknown, it is presumed to still be implanted in the body. After removal, it is scheduled to be disposed of at the hospital. Serial number is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient had the device implanted at another hospital in 2018 and was recently referred to the current hospital due to a lumbar vertebral fracture. However, because the device was implanted, various examinations could not be performed, and the patient had also not used the device for a long time due to discomfort. Considering future treatment, it was decided that the device would be removed. The patient was not present, so it was not possible to ask about the relationship between the discomfort or the lumbar fracture and the stimulation device. It was noted the issue was not resolved at the time of the report, but the stimulation device is scheduled to be removed soon.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.